Manufacturer narrative:
The device was not returned for eval. The customer contact indicated the event was the result of an operator error in data entry. The endo tool software displays the pt's name and identifying data such as a medical record number on each info screen. Additionally, after a glucose measurement is entered, the software displays a green confirmation screen with the pt's name at the top of the screen for the user to confirm that the glucose value is correct. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an operator error in data entry resulting in incorrect insulin dosing recommendations. The endo tool v7.2.1800.3 was being used to manage the pt's blood glucose level. After an unspecified length of time in use, the nurse entered a blood glucose measurement of one pt inadvertently into a second pt's endo tool record. The second pt was having blood glucose measurements hourly. It was reported that endo tool calculated four consecutive insulin dosing recommendations for the second pt with that data point info of the first pt before the data entry error was noted. The four unspecified insulin doses based on the recommendations were delivered to the second pt. The exact blood glucose measurements were not provided. Although there was potential for serious injury, the customer contact reported there were no adverse pt effects. It was reported that the incorrect blood glucose measurement and insulin dosing did not alter the second pt's condition. No medical interventions were provided. Though requested, no additional info was provided.